Event description:
During acl procedure, the pt's leg increased three times the size due to extravasation. Case was cancelled. No other info is available.

Manufacturer narrative:
Unit check out good and all transducer readings were within specs. No problem found with unit as tested.